Event description:
The manufacturers representative reported the pt had fallen in 2005 landing on the corner of the table where the pump was implanted. Since then, the pt has not been reaching efficacy. 2 - 3 catheter revisions were done with no improvement. A reservoir volume discrepancy of greater than 25% was reported with the expected - 2cc and the actual - 30cc. A catheter dye study was done with inconclusive findings. A follow up report will be sent when additional information is received.